Manufacturer narrative:
Findings: unit failed displacement test followed by an alarm during rewind due to motor encoder signal out of phase. Unable to verify alarms due to a35 alarms. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 216 mg/dl at the time of the call. The customer stated that they were hospitalized for an ulcer on their foot. The customer did not provide the date of the hospitalization. The customer had an MRI done and now cannot clear the alarms on their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.